Event description:
I had the novasure procedure done in the end of 2011. On (B)(6) 2013 I was rushed to the hospital. I was told then I had stage 4 uterine prolapse. The doctor said the prolapse was caused by the novasure. I had to have a full hysterectomy in (B)(6) 2014. This procedure has ruined my life. I am only (B)(6) and in full blown menopause.